Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user is aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Caller states blood glucose (b/g) at time of pod change, 7:02 am, was 168mg/dl. The customer's b/g levels elevated until they reached high (at 7:19 pm). At 7:19 pm caller changed pod and manually entered a b/g of 500mg/dl to get a correction bolus to deliver. By 10:09 pm b/g was down to 136mg/dl.